Event description:
User rec'd bicarbonate results for 20 pt samples which were all flagged high and control recovery and had been out range for the past three days which was unnoticed. The following 13 pt examples were provided and determined to be discrepant. Repeat testing performed same day as initial. Units of measure mmol per l. Sample 1, initial 43; repeat 29. Sample 2, initial 41; repeat 22. Sample 3, initial 43; repeat 26. Sample 4, initial 45; repeat 29. Sample 5, initial 44; repeat 29. Sample 6, initial 39; repeat 24. Sample 7, initial 34; repeat 22. Sample 8, initial 44; repeat 28. Sample 9, initial 43; repeat 26. Sample 10, initial 40; repeat 28. Sample 11, initial 40; repeat 26. Sample 12, initial 42; repeat 26. Sample 13, initial 41; repeat 29. Initial results were reported and corrected reports were sent. No pts were adversely affected by the reported erroneous results.

Manufacturer narrative:
Customer said he has attempted to update/edit existing control ranges for bicarbonate, but the analyzer will not calculate the ranges on the qc install screen. The analyzer did not calculate the new control ranges for bicarbonate and is not flagging control results as out of range. Customer stated the analyzer is not recalculating confidence limit when means or sd's are edited as they are unable to select the calculate button on the qc install screen to update the confidence interval after changing the mean and or sd for bicarbonate. The field service rep has reloaded the software. Investigation is ongoing. If add'l info is rec'd, appropriate notification will be provided.